Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to start. Upon troubleshooting, the rse identified that the host pc was not starting normally during system startup and issue persisted even after cold restart. To resolve the issue, the customer directly pressed the power button of the host pc. After manual turn on of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.